Event description:
Indication: common variable immunodeficiency, unspecified. Patient states that his pump is not working. He was 90% complete with his infusion when he heard a pop and the pump broke and he finished the remainder manually. He stated the black lever does not go back anymore. No missed dose. No ade reported; available for return; unknown lot/expiration. No further information known. Pump used to infuse hizentra 20 % at above dose and frequency. Reported to (B)(6) by pt/caregiver.